Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an tissue with a blood collection device. Customer reports a needle stick was caused due to a flimsy safety device. The customer stated the plastic safety part is "flimsier" than the old one, the nurse did not have proper control of the unit causing her hand to slip and being stuck with the needle.